Event description:
It was reported that a motor stall occurred, which was caused by an MRI or other medical procedure. The MRI and motor stall occurred on the report date at 11:35. As of 13:45, no recovery had been logged in the pump event logs. Information regarding telemetry state and gear binding field action was requested. The patient was asymptomatic and no audible pump alarms occurred. The healthcare provider (hcp) planned to wait 20 minutes and reinterrogate for the event logs to confirm the motor stall recovery. The device system was used to deliver lioresal. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).